Event description:
The device will be returned for analysis.

Manufacturer narrative:
No critical pump error (open book image) alarm or flashing logo noted during boot up. Unit passed active current measurement, sleep current measurement test, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.0870inches. No under delivery anomalies noted during testing. Unit successfully downloaded to thus. The electronic assemblies and motor assemblies were inspected and no anomalies noted. Error 53 found in the traces on (B)(6) 2023 22:19:23.000. The p-cap/reservoir does lock properly. The following were noted during visual inspection: scratched case, cracked keypad overlay, cracked case battery tube, cracked case corner of belt clip rails, cracked battery tube threads, corroded battery tube, label damage(serial number label faded), and pillowing keypad overlay. Pump passed functional testing and no under delivery anomalies noted during testing. Cosmetic damage was confirmed at labels during analysis. Flashing logo was not observed during analysis. Flashing logo not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 400 mg/dl at the time of the event and was treated with insulin pump. Customer reported that medtronic logo was flashing and pump was exposed to moisture. Customer also reported crack on pump and sticker was faded. Troubleshooting was performed. It was unknown that the customer using pump within 48 hours prior to event or not and auto mode feature was active at the time of the event or not. The customer will continue the use of the insulin pump and will not be returned for analysis.